Event description:
Reporter alleged the patient received a discrepant blood glucose result of hi (greater than 600 mg/dl) on the inform system compared back to back with a result of 92 mg/dl on the lab system when testing was performed within 10 minutes. Reporter indicated that the patient was lethargic and that they stopped the administration of iron fluid intravenously. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.